Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibited oversensing of noise resulting in two episodes with an inappropriate shock. This device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to include updates to section b1 adverse event/product problem, section b2 outcomes attrib to adv event, section b5 describe event or problem, section e1 initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter country, initial reporter z/post code, initial reporter phone, section e2 health professional?, section e3 occupation, section e4 init rptr also sent rep to FDA, section h1 type of reportable event, section h2, if follow-up what type? Section h3 device eval by manufacturer? H6 patient codes, impact codes, device codes, component codes, evaluation method codes, evaluation result codes, evaluation conclusion codes, and h10 additional MFR narrative. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. The electrode body was noted to have a curve near the boot area. Laboratory analysis did identify a crack near the sense be node, however was confirmed not to have extended to the insulation of the electrode.

Event description:
It was reported that this electrode was returned with no allegation. Analysis found that this electrode had a crack near the sense b node. No patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was found to have a crack near the notch area next to the sense b node.